Event description:
The reporter stated after the cq2015a collamer three piece lens was inserted the surgeon did not think that the patient's capsule was strong enough to hold the lens. The lens was removed and an acl was implanted. A suture closed the wound. The reporter stated the incident was due to the patient's pre-existing weak zonules and not related to the lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - surgical procedure, suture. (B)(4) - no allegation against product. Results: visual inspection of the returned product showed the lens was returned in liquid and the optic was torn. (B)(4).